Manufacturer narrative:
Exemption number: e2015015.

Event description:
The dentist reported that 4 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved and the patient presented bone type I, bone graft was executed and immediate implant was performed.